Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information received indicated patient had an surgical intervention wherein the ipg was replaced and reportedly effective therapy was restored.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that after the patient did not charge and maintain the device as recommended, the ipg became inoperable, and therapy was lost. As a result, surgery may occur to address the issue.